Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported the laser indirect has low output. Additional information has been requested.

Manufacturer narrative:
The company service representative examined the system and replicated the reported event. The company service representative observed that the lio cable was nonconforming and needed to be replaced. The lio cable was replaced to resolve the issue. The system was then tested and met all product specifications. The system manufacturing device history record (DHR) was reviewed. Based on qa assessment, the product met specifications at the time of release. The laser indirect ophthalmoscope (lio) was subsequently replaced to resolve the issue. The system was tested and found to meet product specifications. The manufacturing device history record (DHR) was reviewed. Based on qa assessment, the product met specifications at the time of release. The root cause can be attributed to lio cable. However, how or when the cable became non-conforming remains inconclusive. The manufacturer internal reference number is: (B)(4).